Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the vessel sealer extend (vse) instrument was perfectly fine and worked perfectly and then it would not trigger for sealing or cutting. From one moment to the next, the device did not work at all, before that everything was fine. It is also not exchanged or collided with other instruments in between. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Instrument logs were unable to verify any failures. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument could no longer be activated. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue occurred during sealing. The specific issue that the surgeon experienced did not involve delayed sealing, but it did involve insufficient sealing. The vse instrument worked and sealed successfully during procedure and was in use for 2 hours prior to the issue. There were no errors. There was an audible signal (continuous tone) while the pedal was pressed during the sealing sequence. The seal cycle completed with the fast audible tones as expected. Tissue effect was observed during the sealing cycle at first, but then not anymore. Tissue was cut that was not fully sealed, and the cut was made after "seal completed" tones were received for that seal attempt, as it did seal and cut normally prior. The target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. There was no evidence of vessel calcification and the tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient and the estimated blood loss was not applicable.